Event description:
The device was found to be in back-up mode upon interrogation. Pt is currently undergoing radiation treatment. Device was re-initialized and programmed back to original settings. A full follow-up was performed. On (B)(6) 2012 - pt just finished radiation therapy and device registered eri even though it was bol1 in (B)(4). Technical services recommended explant/replacement but tried to reset as well. The reset was unsuccessful. On (B)(6) 2012 - this device was explanted on (B)(6) 2012 and replaced with a crt-d.

Manufacturer narrative:
On (B)(6) 2016 - added the analysis text. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It was reported that a reprogramming of the device solved the problem. There was no indication of a device malfunction.